Manufacturer narrative:
This report was initially submitted following a customer notification of obtaining two false negative procalcitonin (pct) results in association with their mini vidas® instrument (ref. (B)(4), serial number (B)(6) following a qcv-detected failure. The local field service engineer (fse) visited the customer site to repair and qualify the instrument. The fse performed the following actions: replacement of the seals. Visual inspection of the seals. Visual inspection in the tray, on the door, on the shield insulate plate, and on the bottom of the frame. Performed a pump tester, the test found a clogged port at positon a1 and all values in section a were low. Performed a pump cleaning of section a. Replacement of the pump. Checked spr blocks for section a. Door plunger check. Stricker plate check. Spring integrity check. Free and smooth vertical movement of spr blocks. Cleaned and lubricated the screws holding the spr block. Checked spr block and adjust . Checked tower height and adjust. Checked pump block for section a. Checked pump block and adjust. Checked retainer plate integrity. Checked tray depth for section a and adjust. The fse then performed a leak test and qcv test to qualify the instrument and obtained conforming results for all positions. Root cause: the cause of the qcv failure was due a clog on position 1 of section a1. A qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control to detect residual risks that are rare and sudden. Those risks are already present and accepted into the mini vidas blue 110 / 220 v - (B)(4) system risk analysis. The system is now operating per manufacturing specifications. See h10 for additional manufacturing narrative.

Event description:
A customer from the united states notified biomérieux of a qcv-detected failure in association with their mini vidas® instrument (ref. 99737, serial number (B)(4)). The customer stated the qcv detected failure occurred. The customer performed a retrospective analysis for position a1 during the affected time frame. The retrospective analysis confirmed six patient procalcitonin (pct) samples were tested at position a1. All affected samples were retested. Four of the six affected samples showed had no interpretation change, two patient samples did have an interpretation change from pct negative to pct positive. The customer confirmed the correct pct test results were provided to the treating physician within 10 and 8 hours respectively. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be conducted.